Event description:
Home patient reports incident of minicap failing off. Registered nurse was notified and the transfer set was changed by registered nurse. In addition, the home patient rec'd prophylactic antibiotics (ancef 1.5gm, 4 doses) no pt injury resulted from this incident.